Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the clip on the medium-large clip applier instrument broke in two pieces. The first clip attempt was placed successfully, but then released itself. The clips fell into the patient. The fragments were obtained in the same procedure. There was a delay of less than 15 minutes. The surgeon used a lap clip applier instead and proceeded with the case. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.